Event description:
(B)(4). Same case as MFR# 2134265-2010-00136. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a dissection occurred. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis, a length of 27 mm and reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation with a maverick2 and quantum maverick balloon and placement of a 2.75 x 32 mm study stent with 0% residual stenosis. A 'c' type dissection occurred during balloon dilatation and was treated with placement of second study stent which was 3 x 16 mm. The event was resolved without residual effects.

Manufacturer narrative:
(B)(6). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.